Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 1992 (B)(6); product type lead product ID neu_unknown_ext, serial# (B)(4), implanted: 1992 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the stimulator stopped working 3-4 weeks prior to report. It was noted that the patient was in pain and had been limping when he walked since that time. It was noted that the reporter thought that the patient had tried everything to get the implantable neurostimulator (ins) to work again but had not been successful. It was noted that the issue was unresolved at the time of report. Additional information was requested but was not available as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient's device :failed" due to normal battery depletion 4 to 6 weeks ago. This was verified by the manufacturer's representative. It was noted that a revision would likely be done to replace the battery (no date had been set at the time of report). It was also reported that the device would not be sent back to the manufacturer as nothing was alleged. If additional information is received, a follow up report will be sent.